Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2015, product type: lead. Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, lot# unknown, product type: extension. (B)(4).

Event description:
The health care provider via a manufacturer representative reported that there was a suspected infection. The stimulator implantation was performed and there was redness at the wound site at the time. Cloudy or fuzzy exudate was coming from the implantable neurostimulator (ins) implant site. It was submitted for culture to be on the safe side and the wound was cleaned with gentamicin. This was a suspected, but unconfirmed infection at the wound site of the percutaneous extension exposure. The patient always had weak skin that was sensitive ordinarily, but the cloudiness of the exudate led to infection being suspected. The ins was not an item of complaint. It was further clarified by the manufacturer representative that the procedure performed was a lead implant on (B)(6) 2015. There was redness at the wound site at the procedure and the redness was only found on (B)(6) 2015. Additional information received from a health care provider via a manufacturer representative reported that the patient's system was removed on (B)(6) 2015. The wound had been alleviated temporarily after implanting the stimulator, but the patient complained about being dissatisfied with the effects, so the treatment was stopped. There were no abnormalities with the stimulation feeling. Refer to manufacturer's report # 3007566237-2015-03109 for the patient's infection with the trialing system.